Event description:
The affiliate reported that a system message displayed during surgery. The automatic shots of the laser stopped, and it was necessary to shoot them manually using the footswitch. No pt harm or significant procedural delay was reported. Two other cases were cancelled.

Manufacturer narrative:
No samples have been returned for investigation. Investigation including root cause analysis is in process. A supplemental MDR will be filed when additional reportable info becomes available. (Error message given). This report was mailed to FDA on: 08/06/2009.